Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was probably damaged. The patient reported the recharger was still power on but it shows the messaged indicating it needs to be charged. Patient reports they are no longer able to charge the ins and had to turn therapy down to try and prevent the ins battery from discharging. The patient reported their pain returned and suffering due to connector pin being damaged. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
Changing fdc to (B)(4) as no root cause was identified. Conclusion code 11 no longer applies to product code 37761 desktop charger serial # unknown. If information is provided in the future, a supplemental report will be issued.